Event description:
Initial result for a patient troponin t was 0.9 ng/ml. When repeated, the result was 0.19 ng/ml. The field service representative was unable to duplicate the alleged failure. The field service engineer verified the functionality of the instrument.